Event description:
It was reported that the unit is losing light intermittently shutting off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.